Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 355531, lot# n317280, implanted: 2012-(B)(6), product type screening device product ID 3550-29, lot# n263773, implanted: 2012-(B)(6), product type accessory. (B)(4).

Event description:
It was reported there was a power on reset (por) condition and the error code "warning" was displayed. Additional information has been requested but was not available as of the date of this report.